Event description:
It was reported that a root cause for the ich had not been identified but the hospital did not mention that it was device related. There was a sudden condition change in the patient but there was no huge change in anticoagulation that affected the patient condition. On (B)(6) 2023, the patient experienced tachypnea during conservative care. Laboratory results revealed an infection. It was reported that the patient passed away on (B)(6) 2023 due to septicemia. The source of the septicemia was not identified, and the patient was given antibiotics. The device was operated as expected. The death was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was communicated that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) would not be returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists stroke, bleeding, infection, sepsis, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the emergency room because of right sided weakness on (B)(6) 2023. A brain computed tomography (CT) was performed and intracerebral hemorrhage (ich) was diagnosed. The patient underwent a craniotomy and the ich was removed on (B)(6) 2023. The patient was placed in the intensive care unit and had changes to their medication.